Event description:
Boston scientific crm received info that this implantable right ventricular (rv) defibrillation lead was dislodged as a result of the pt performing stretching exercises. To date, there have been no reported adverse pt effects associated with this clinical observation. It is unk if this lead was revised or explanted.